Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak, functionally tested. The microscope test revealed that the tubing was cut down to the pump block. The pump passed the leak and functional test.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital two weeks before the operation because the product did not work properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications reported.